Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.